Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner did not read the user¿s fingerprint and kept them logged out, displaying the error state ¿unable to authenticate'. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer (fse) was unable to replicate the reported issue, as the bio metric identifier functioned correctly and the user was able to scan multiple times without error. All cable connections were reseated, and the bio ID was repositioned. A final test was performed through the hardware test application (hta), and the bio ID passed successfully. The system functioned as intended after the field service engineer investigated the issue.